Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. While troubleshooting insulin exited. Customer's blood glucose level was 500 mg/dl. She was nauseous and vomiting. The customer treated her blood glucose level with syringes. The device was not returned.